Event description:
After an implantation period of approx. 99 months, it was reported that the device shows the eri status. Device currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2023.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2023. The ICD was not returned for analysis. The analysis is therefore based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data have been analyzed. Confirming the clinical observation, the analysis revealed the eri battery status. The documented battery voltage was 2.5v and 34 charging cycles were recorded. The current consumption of the device was normal and as expected. Based on the available data no conclusion can be drawn towards the root cause of the clinical observation. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a detection of the eri battery status. However, based on the available data no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information or the device itself become available, this investigation will be updated.